Event description:
It was reported that a speaker malfunction occurred. It is unknown if the speaker was emitting sound or not. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer biomed opened this case on 21aug2025 via the philips portal and a repair bench work order was opened. As of 27oct2025 there is no evidence that the device has been returned by the customer for evaluation/repair and the case has been closed. It is unknown how the issue was resolved for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.